Event description:
It was reported that a malfunction alarm occurred. Prior to troubleshooting with tandem technical support, the customer had reset the pump which reportedly cleared the malfunction alarm, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 227 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.